Event description:
A us distributor contacted zoll to report that a patient was experiencing a red area under the left nipple. The patient indicated that he gets infections easily. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a steroid cream by a physician. Follow up indicated that the rash has improved.